Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the vessel was not pre-dilated before inserting the delivery system. The delivery system with the valve got stuck in esheath and it was not possible to advance through the calcified and tortuous left iliac anatomy. The delivery system and esheath were removed together. A new esheath was inserted. The esheath was ballooned with a 6mm balloon, and a new valve and delivery system were advanced. However, the new valve and delivery system became stuck at the same anatomic position. Both were again removed together. A non-edwards 18fr sheath was inserted. A 29mm non-edwards valve was successfully implanted. The patient did not suffer any injury. After esheath withdrawal, both esheaths had a split along the liner. The perceived root cause of this event was a combination of calcified and tortuous iliac anatomy. As per image evaluation, a torn liner and liner strand were observed on the second esheath.

Manufacturer narrative:
Updated section d9, h3, and h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: the liner was fully expanded, and tip was unopened. The liner was torn 13cm in length at 3.5cm from the strain relief. There was one liner strand of 13cm in length at 16cm from the strain relief. Scratches were observed along the hdpe. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. The measurement was found to be within the specification. Liner thickness and liner strand thickness measurements were found to be within the specification. Imagery was provided and the following was observed: a torn liner was observed at the middle part on esheath. Crimped valve was observed through the torn liner. One liner strand was observed at the middle-top/distal part on the esheath. The complaint for resistance with inability to advance through the sheath was confirmed based on evaluation of returned device and imagery provided. Available information suggests patient factors (calcification and/or tortuosity) likely contributed to the event as per reported information patient had calcified and tortuous iliac anatomy calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints for sheath liner strand and punctured liner were confirmed based on evaluation of the returned device and imagery provided. Available information suggests patient factors (calcification and/or tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event as reported by physician. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in canada, this was a case with a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the vessel was not pre-dilated before inserting the delivery system. The delivery system with the valve got stuck in esheath and it was not possible to advance through the calcified and tortuous left iliac anatomy. The delivery system and esheath were removed together. A new esheath was inserted. The esheath was ballooned with a 6mm balloon, and a new valve and delivery system were advanced. However, the new valve and delivery system became stuck at the same anatomic position. Both were again removed together. A non-edwards 18fr sheath was inserted. A 29mm non-edwards valve was successfully implanted. The patient did not suffer any injury. After esheath withdrawal, both esheaths had a split along the liner. The perceived root cause of this event was a combination of calcified and tortuous iliac anatomy. As per image evaluation, a torn liner and liner strand were observed on the second esheath. As per pre-decontamination evaluation , a punctured sheath liner was observed on the second esheath since the second valve was exposed through the torn sheath liner and had two bent struts outwards.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08955 and 2015691-2024-08956. Investigation is ongoing.